Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). MFR report number 9617613-2013-01628 fixes the site registration for MFR report number 9615742-2013-02270.